Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis within the dispenser hoop and the packaging was noted to be damaged. During visual examination, a break in the shaft was observed 1243mm from the distal end of the catheter. The braid was exposed 1243mm from the distal end of the catheter to 1322mm from the distal end. The dispenser hoop was flushed and the catheter was removed with no resistance. There were 4 bends observed at lengths from the distal end of the catheter. These most likely occurred as a result of the way the catheter was returned as only the exposed part of the shaft from the dispenser hoop was bent. No other defects were noted on the catheter. A coating confirmation test was carried out and revealed the presence of coating. There was no coating damage, peeling or missing coating noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade hi-flo kit was selected to treat the target lesion located in the stomach. During unpacking, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade hi-flo kit was selected to treat the target lesion located in the stomach. During unpacking, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).